Event description:
Got essure in (B)(6) of 2014 and started having chronic pelvic pain, weight gain ((B)(6) lbs) in three months, worsening alc levels, pain during intercourse, rashes, nausea, severe back pain, pressure in pelvis, depression, anxiety, and swings. Diagnosed with pelvic congestion syndrome and poly cystic ovarian syndrome. Had to have multiple CT scans and ultrasounds along with many dr visits and ER visits.